Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarm. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the insulin pump had small crack near battery compartment and insulin pump rejects new batteries. Customer stated that the insulin pump lost settings once and has no insulin delivery alerts. The device will not be returned for analysis.